Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as patient did not wear a mask. The following day, the patient was hospitalized for the event. On an unreported date, the patient began treatment with injections of ceftazidime (500 milligrams, route and frequency not reported) and amikacin (125 milligrams, route and frequency not reported) for peritonitis. It was not reported if the patient was re-trained on aseptic technique. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. Additional information was requested, but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.